Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and infection ("infection") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), diarrhoea ("diarrhea") and general physical health deterioration ("health problems"). On an unknown date, the patient experienced infection (seriousness criterion medically significant), food intolerance ("food intolerance"), hypersensitivity ("allergy"), thyroid cyst ("thyroid cysts"), fatigue ("tired feeling") and sleep disorder ("sleep disorder") and was found to have uterine leiomyoma ("uterine myoma") and blood pressure increased ("blood pressure increased"). The patient was treated with surgery (surgery scheduled on (B)(6)2019). At the time of the report, the abdominal pain, infection, food intolerance, hypersensitivity, diarrhoea, thyroid cyst, uterine leiomyoma, blood pressure increased, fatigue, general physical health deterioration and sleep disorder outcome was unknown. The reporter considered abdominal pain, blood pressure increased, diarrhoea, fatigue, food intolerance, general physical health deterioration, hypersensitivity, infection, sleep disorder, thyroid cyst and uterine leiomyoma to be related to essure. The reporter commented: consumer took unspecified medication for hypertension. She stated that experienced an unspecified serious infection. She holds the company liable for the damage caused.   Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: not reported. Colonoscopy - on an unknown date: not reported. Ultrasound scan - on an unknown date: not reported. X-ray - on an unknown date: not reported. Quality-safety evaluation of ptc: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality-safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and infection ("infection") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), general physical health deterioration ("health problems") and diarrhoea ("diarrhea"). On an unknown date, the patient experienced infection (seriousness criterion medically significant), food intolerance ("food intolerance"), thyroid cyst ("thyroid cysts"), hypersensitivity ("allergy"), fatigue ("tired feeling") and sleep disorder ("sleep disorder") and was found to have uterine leiomyoma ("uterine myoma") and blood pressure increased ("blood pressure increased"). The patient was treated with surgery (surgery schedule on (B)(6) 2019). Essure treatment was not changed. At the time of the report, the abdominal pain, infection, general physical health deterioration, diarrhoea, food intolerance, thyroid cyst, uterine leiomyoma, hypersensitivity, blood pressure increased, fatigue and sleep disorder outcome was unknown. The reporter considered abdominal pain, blood pressure increased, diarrhoea, fatigue, food intolerance, general physical health deterioration, hypersensitivity, infection, sleep disorder, thyroid cyst and uterine leiomyoma to be related to essure. The reporter commented: consumer took unspecified medication for hypertension. She stated that experienced an unspecified serious infection. She holds the company liable for the damage caused.   Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: not reported. Colonoscopy - on an unknown date: not reported. Ultrasound scan - on an unknown date: not reported. X-ray - on an unknown date: not reported. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.